Event description:
A physician reported that white foreign object appeared from the tip of the cutter and cassette and tubing during the vitrectomy surgery. The surgery was completed on same day by replacing the product. The patient was contacted with the product, but there was no patient impact at time of surgery. After the surgery, patient had experienced the endophthalmitis. The current patient condition was unknown. This report pertains to cassette involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.